Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced high levels of noise during implant. It was further reported that the icm was unable to discern r-wave in either first or second recommended placements. The icm was removed. No patient complications have been reported as a result of this event.